Event description:
The customer stated there were "ghost" images in cine runs, which affected the cine playback functionality. This resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine hard drive was replaced. The system was then found to be operating as intended.